Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow-up, noise was noted on the right ventricular lead. A lead revision is anticipated to resolve the event but not yet scheduled. The patient was in stable condition.